Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "sys error 105" was observed at power up and determined to be caused by severed motor mount screws. The motor assembly (including the screws) was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a sys error 105. There was no pt involvement.